Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) was 600 mg/dl. A correction bolus was delivered to address bg level. Customer loaded a new cartridge to resolve the issue.